Event description:
It was reported that the patient presented to the hospital due to an unspecified emergency. The implantable cardioverter defibrillator (ICD), right atrial (ra), and right ventricular (rv) lead were explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event was ¿emergency¿. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.